Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number 3003442380-2025-12511, was submitted on 07-aug-2025. However, based on the investigation done on 19-jan-2026 and clinical review done on 23-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - a complaint investigation was initiated under complaint investigation child record (B)(4). Complaint investigation results: a complaint was received for the quick-set product. However, the lot number was not provided, which limits traceability, and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Controls review: according with an analysis in the quick set area with a process mapping it was identified the next process controls to detect material in process with failures. A) 100% leak test and flow test in the quick set final assembly process. During the quick set assembly process a verification at 100% is performed to segregated and send to scrap the material that present leak and flow failures, this inspection at 100% is performed according with the document (B)(4) (work instructions for quick set product assembly process). These inspections are documented in the process failure mode, effects, and criticality analysis (pfmeca) 4906115 [2] of the quick set assembly process, the major severity for "100% leak test and flow test c) 100% visual inspection. During the quick set packaging process a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: needle is not crooked or bent. Adhesive tape must not be delaminated needle guard is present on the needle. Cover is not damaged or burned paper and plastic must be fully sealed, and packaging must be well molded the tube and needle length must be the one printed on the set. The printing of the set must be legible, non-blurry, non-spliced, not incomplete (expiration date, lot number, design, no. Gtin and 2d code must be correct) tyvek is completely sealed and covers the entire ring area. Infusion set is free of contamination. This inspection at 100% is performed according with the document (B)(4) [61] working instructions for multivac machines outside the clean room. For further information please see memo attachment - quality controls in the assembly process of quick set products of the dhf- 1. Conclusion: although the lot number and physical samples were not provided, the investigation confirms that robust process controls are in place for the quick-set product. These include 100% leak and flow testing during final assembly and 100% visual inspection prior to packaging, as defined in the applicable work instructions and documented in the pfmeca. These controls are designed to detect and segregate defective units, ensuring product integrity and compliance with quality standards. Based on the review, the risk of undetected defects reaching the customer is considered low.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hypoglycemia event. Blood glucose level was 1 mmol/l at the time of the event and patient got treated with insulin pump. The duration of hospitalization was for four days. Patient experienced the symptoms of nausea, headache, and vomiting at the time of the event. Patient was released from the hospital on (B)(6) 2025. No further information available.